Event description:
Jo stent graft master could not come back into guide system. Brought to descending thoracic aorta and graft master left in the body. Dates of use: (B) (6) 2010. Diagnosis or reason for use: perforated coronary artery.